Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The distributor of the device (ethicon), reported that their european union affiliate received an email. A clinical nurse specialist reported that after initiating biopatch with five patients, only one did not require antibiotic therapy to treat infections. The area of use was in peritoneal dialysis. Prior to using biopatch, the rate of infection as per their records was 8%, the only change they made to their usual practice was introducing biopatch. The health care provider stated that four patients had experienced increased infection once using biopatch. The nurse later reported that they were just trying out biopatch and not claiming that the device caused the exit site infection. She stated that no further information will be provided. This report concerns patient one.